Event description:
Pt had ash split catheter inserted 6/23/98. When pt was hooked up for dialysis 6/26/98 an air leak was detected. Pt was disconnected and sent for removal of the catheter. When catheter was removed, a hole just below the hub was noted on the arterial side.